Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips stuck in the jaws and would not fire. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 07/07/2009. Advancer bypass. Evaluation summary: the analysis results for the instrument confirmed that the instrument was returned with j shaped clips inside the closed jaws, the clip was removed and the instrument was cycled and advancer bypass issues were noted, the jaws jammed in the closed position due to the bypass issue, the trigger had to be manually assisted to re-open the jaws. It could not be determined what may have caused the found non conformance. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.